Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2020-21304, related manufacturer report 1627487-2020-21305. It was reported that patient experienced ineffective stimulation. The device system was explanted as a result to resolve the issue. No further information is available at this time.